Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in allegation of a system shutdown results in a loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the time keeper battery of the device was replaced. Lost or incorrect date, time or logs will not affect performance or operation of this device. Therefore, there was no reportable malfunction